Event description:
It was reported the patient presented for implant procedure. During surgery, the right ventricular leadless pacemaker (lp) lost telemetry. When connection was re-established, the ventricular lp had been programmed as an atrial device. Programming changes were performed to reset the lp. The patient was in stable condition.

Manufacturer narrative:
The reported complaint of being unable to interrogate the aveir dr system during finalization was confirmed through remote trouble shooting and/or review of session records and merlin logs. When the programmer experiences a telemetry break, it inadvertently misconfigures the active rv lp as new ra lp. The root cause has been identified in the programmer software. There was no malfunction with the implanted device.

Event description:
Related manufacturer reference number: 2017865-2024-72878.